Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
A distributor contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the transformer, t2, was blown due to electrical overstress to be the cause of the reported issue. This device was archived by stryker.